Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a patient who underwent a breast implantation procedure with unspecified mentor saline breast prostheses started to feel her prostheses moving. In addition, it was reported that the prostheses were leaking and folded over. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the 2nd of two breast prostheses.